Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image from the digital visual interface (dvi)output due to a faulty distribution panel (dp) board, the device could no go beyond the olympus screen intermittently due to a faulty control panel (cp) board, the narrow band imaging (nbi) light was low due to faulty led unit, the color of the image was bad due to a faulty led unit, corrosion was noted on the top cover, corrosion was noted on the rear panel and its connector, scratch and hit marks were noted on front panel, seepage marks were noted on access point (ap) and circuit board but were working ok. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the processor of the visera elite ii video system center was found stuck in the booting screen. It was noted, the device was sometimes getting on, but the screen backed out, having an intermittent power. Customer tried restarting but the problem persisted. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty distribution panel (dp) board causing the no image from digital visual interface output could not be identified. The cause of the faulty control panel (cp) board, causing the intermittent screen could not be identified. Regarding the intermittent power source, because the phenomenon was unable to be duplicated during device evaluation, a specific cause could not be identified. Olympus will continue to monitor field performance for this device.